Manufacturer narrative:
Additional contact: (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a high pressure error code. The patient was not affected.